Event description:
It was reported the powerseal curved jaw sealer and divider had incomplete sealing occur. An incomplete seal error code was also received. The event occurred early during a therapeutic laparotomy for total hysterectomy procedure. The procedure was completed with a similar device. There were no reports of patient harm or procedure delay.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and update to field g1. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component failure. The event can be detected/prevented by following the instructions for use which state: 16.7 sealing with hand or footswitch activation warning the surgeon may inspect the seal before cutting the vessel or tissue. After inspecting the seal, the surgeon should create a second seal adjacent to the first seal before cutting, as described in steps 5 and 6. Carefully inspect the vessel seal to avoid the risk of unexpected bleeding. 18 if abnormalities occur: the following is a list of troubleshooting suggestions for situations encountered when using the device with compatible olympus electrosurgical generators. For details on specific situations, refer to the generator instructions for use error occurred when an error occurs, the high-frequency output stops, a set of four continuous pulse sounds is emitted, and corrective actions are displayed on the touch panel of the high-frequency surgical device. If an error occurs, do not cut the sealed tissue. The operator should inspect the sealed area and the product before proceeding with the procedure. Once the error condition is resolved, the high-frequency output becomes available again. Corrective actions 1 foot switch coagulation pedal or product output button: release the blue button. 2 open the jaws and check if the sealing of the target tissue is properly completed. 3 implement the corrective actions displayed on the touch panel of the high-frequency surgical device or those described in the "instructions for use" of the high-frequency surgical device. 4 if possible, grasp the target tissue again with the product. 5 foot switch coagulation pedal or product output button: press the blue button. Reason for error the grasped tissue in the jaws is too small the operator is grasping thin or insufficient tissue. Open the jaws and verify that a sufficient amount of tissue is grasped. If necessary, increase the thickness of the grasped tissue and then press the foot switch coagulation pedal or product output button: blue. The grasped tissue in the jaws is too large the operator is grasping overly large tissue. Open the jaws, reduce the amount of grasped tissue, and then press the foot switch coagulation pedal or product output button: blue. High-frequency output directed at metal objects avoid grasping metal objects such as staplers or clips with the jaws. The jaws are dirty clean the surface and pointed parts of the jaws with a wet gauze. A large amount of liquid exists in the surgical field remove excess liquid from around the jaws. Output button released before seal completion the blue foot switch coagulation pedal or product output button was released before the seal was completed. Reached maximum seal time limit the system requires more time to complete the seal. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.